Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. The reporter denied damage to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 17-sep-2018 with the following findings: a battery was not returned with the pump for investigation. Review of the black box data revealed a sudden drop in voltage resulting in a low battery warning on (B)(4) -2018. On investigation, the pump powered on using the returned battery which was able to fully tighten to the pump. Evidence of moisture contamination in the battery compartment was confirmed. There was also evidence of moisture corrosion on the underside of the battery cap. The pump powered on and was exercised for 12 hours with no overheating or power loss occurring. The electrical current draws were evaluated and found to measure within specifications. The battery compartment was noted to be cracked. Leaking testing confirmed moisture ingress into the battery compartment at the site of the battery compartment crack. Investigation did not duplicate the complaint.